Event description:
Boston scientific (formerly guidant) rec'd information that a type ii endoleak was identified and required conversion to open repair. Open conversion was successfully performed. No additional adverse pt effects were reported.

Manufacturer narrative:
The ancure endograft has not been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.